Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device was used for anastomosis of the rectum. The firing handle was very hard to be grasped and it took longer time than usual at the firing. The firing was completed and the site was anastomosed properly. There were no adverse consequences for the patient. The customer disposed of the device.